Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set (for the patient line) leaked. This occurred during therapy on the homechoice (hc) device, during the initial drain, while the home patient (hp) was connected. The hp stated that the end near the transfer set ¿looked like it was almost melted.¿ the hp had disconnected, and the technical service representative (tsr) assisted the hp in ending therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.